Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr ous 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage, with mid stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-apr-2022. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. The first synergy stent was used directly without pre-dilation but failed to cross the lesion. Following usage of a 3.75-10 non boston scientific (bsc) balloon catheter, a 4.00 x 24mm synergy stent was advanced but also failed to cross the lesion. The device was removed and the procedure was completed with a 4.0-33 non-bsc. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.